Event description:
Reporting status: serious injury/medical-surgical intervention. Reporting rationale: failure to cross; use of second device, requiring surgical intervention. Device issue: failure to cross. It was reported that the lesion was totally occluded and calcified in the left anterior descending (lad) that perforated after ballooning. The perforation was caused by another company's guide wire. They were unable to cross with a jostent graftmaster, so a 3.0 x 28 mm promus stent was deployed to the area; however, this failed to seal the perforation and the patient was sent to surgery which was successful. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - engineering reviewed the incident information. Based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments in other country, as per specifications. The device was not returned for investigation and therefore, no root cause can be identified. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, the severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined, due to the lack of procedure and patient's information and the lack of device investigation.